Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(6). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. The patient experienced pain when walking, exercising, standing, and bending. The patient had osteophytes in the unspecified hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. Review of the x-ray evidence was not able to confirm the complaint since no signs of possible audible sound were observed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation records received. Litigation alleges revision due to fracture of the femoral stem implant and that cause pain, lost consciousness, severe and serious emotional distress and injury. After review of the medical records the patient was revised to address femoral component fracture with an extended trochanteric osteotomy, disassociation of liner from the cup, continued pain, walking difficulty, leg discrepancy and possible suffering from instability without dislocation. Operative note reported frank blood from hemarthrosis, a fracture size 13 ka corail stem with no signs of metalosis. The femoral stem was completely well ingrown diffusely. The head ball was still reduced in the cup. There was possible locking mechanism issues of the liner and the cup since liner was easily removed with a gently hitting the poly with an osteotome it simply popped out. Reported broken head ball and trunnion, metal debris from the removal of the stem. There was minimal ingrowth, cup removed without difficulty. Patient had some mild arrhythmia intra-op. Clinical visit reported pain and some muscle spasms. Patient received a right tha revision of all products to treat pain and walking difficulty secondary to a fracture of the corail femoral stem at the trunnion. The patient had experienced some chronic pain associated with the tha. Then, while walking, heard a loud ¿pop¿ and subsequent acute pain and loss of consciousness. Upon entering the joint, the surgeon evacuated a large hemarthrosis. The head was not in the socket and was removed still attached to the broken femoral stem trunnion. The surgeon notes the liner was potentially loosened due to the event and was easily removed. The surgeon did not confirm any damage to the liner¿s locking mechanism. The stem was well-fixed. Removal of the fractured stem required an extensive osteotomy and that was repaired with cerclage. The surgeon notes that the cup had significantly good ingrowth in all but one area. The surgeon stated that the cup was fibrous stable but was easily removed to accommodate the revision tha. There was no indication of cup loosening within the operative notes. The patient received a competitor revision tha with competitor cerclage cables and acetabular screws. Doi: (B)(6) 2014. Dor: (B)(6) 2020; right hip.